Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of experiencing high blood glucose of over 400mg/dl due to a bent cannula. Customer also reported that blood glucose was 333 mg/dl. Troubleshooting was performed and customer was educated on the cause and prevention of bent cannula. The product will not be returned.